Event description:
Consumer complained of low blood results. Consumer states her normal is between 128-160 with old meter. Caller states that her trueresult meter gives her readings in the range of 80-110. Customer ran a back to back blood test 84, 87 same hand two different fingers. Based on the customer's expected results (160) and the lowest result from back to back test (84,87), the complaint is reportable; (zone b/c). Adverse event not reported.

Manufacturer narrative:
Product not yet returned for evaluation. Internal report (B)(4). Manufacturer acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification. ((B)(6) 20103). Most likely underlying root cause of malfunction: user had an inaccurate reference.